Event description:
A report was received per social media that the patient had reprogramed 13 times to get it correctly. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was a boston scientific user. No further information could be obtained.

Event description:
A report was received per social media that the patient had reprogramed 13 times to get it correctly. The patient underwent an explant procedure.